Event description:
It was reported during an unknown procedure that the clip applier jammed at the tip and could not fire any more clips. There was no adverse patient consequence.

Manufacturer narrative:
Broken advancer. Evaluation summary: the analysis results confirmed that the el5ml device was received with the advancer broken. The instrument was cycled and pear shaped, the remaining 12 clips due to the advancer condition. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.